Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window. No damage noted on the lcd glass.

Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 500 mg/dl. The customer was also vomiting. The customer stated that he was treating with the insulin pump prior to the event, but was unable to lower his blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also stated that the insulin pump had scratches on the screen, and it was difficult for him to read. Advised the customer that the insulin pump would be replaced. Nothing further was reported.